Event description:
A report was received regarding an orif surgery, left ankle, tibia fusion. The surgeon was using the ria system (reamer, irrigator, aspirator) and once the hole was opened in the distal end of the tibia, upon getting 4 inches in, the head of the reamer sheared off (13mm reamer head). Using x-ray, the surgeon was able to visualize the 4 prongs that were broken off in the tibia canal. He removed the ria and attempted to put on a smaller ria head (12mm) and noticed that the ria shaft was missing and appeared to be sheared off (this was not noticed when the original ria head was placed). It was not able to be determined as to whether the shaft was sheared off intraoperatively or if it was missing prior to the surgery as the piece could not be visualized or located in the tibia shaft. It was reported that all pieces were retrieved via irrigation of the tibia canal, with the exception of the ria shaft, which was not located. The surgeon used an allograft instead of an autograft and proceeded with the surgery. The surgery was prolonged approximately 20 minutes. No other issues were reported. This is report number 3 of 5 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. (B)(4) manufactured the drive shaft seal, for use with the reamer, irrigator, aspirator, ria, part 351.718, lot 7059677. The part was originally manufactured to po 1394720, dated 7-23-12, for 2000 parts; according to the synthes work order number (B)(4). The component part number was 351if718, lot number 6995439, and was inspected and conformed to the synthes incoming final inspection sheet. The complaint condition is due to an unknown cause. The part exhibits slight damage to the end of the drive shaft seal and contamination on the end of the part. The outside diameter could not be measured due to damage.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. There were no mrrs, ncrs, or complaint-related issues with the work order for this product lot.